Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer reported the insulin pump wouldn't turn on after a battery was inserted. Customer's blood glucose was normal. The device is not returning for analysis.